Event description:
It was reported that patient underwent procedure utilizing a suture passer. During the procedure, a piece of the instrument broke off inside the patient. Fractured portion was immediately removed and procedure was completed with no further incident.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Evaluation of device found nothing wrong. Device functioned and performed as expected. Looking at the device under magnification, nothing appears to be missing or broke. This report filed august 21, 2009.